Event description:
It was reported that during a da vinci-assisted surgical procedure that the left master tool manipulator (mtm) had sticky movement and was not articulating smoothly. The surgeon moved to the second surgeon's console to continue the procedure. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem was confirmed and replicated. In the system logs errors were found indicating resistance with the opto button springs. The mtm failed opto button calibration. The probable root cause is attributed to a defective mtm.